Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an attune total knee replacement. A size 7 rp articulating surface was utilised with a 7-8, 5mm shim to trial the poly thickness. After removal of the trial, it was noticed that one of the holding posts on the back of the articulating surface had sheared off and was missing including the spring. The surgeon was informed and performed a search of the joint, but the missing pieces were not located. Surgeon declined an x-ray at the time. The scrub nurse was unsure if the piece was missing prior to insertion. Requested of cssd to decontaminate the damaged surface and hold for return. Consignment set zzinauk0817. If other, describe --> total knee replacement, was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 10, action taken when event occurred? --> search of the knee joint for the missing pieces., was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> no, patient status/ outcome / consequences --> , patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> no, (B)(4). Device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the photo investigation and examination of the returned device confirmed the reported allegation, one of the 2 posts is broken and the spring missing. The broken parts were not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.